Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that approximately 9 days post implant, the patient¿s lactate dehydrogenase level was greater than 2.5 times the upper limit of normal, and pump power consumption had increased. Pump thrombosis was suspected, but not confirmed. The patient was treated with heparin. No additional information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A direct correlation between the device and the reported event could not be conclusively determined. No log files from the time of the reported event were available for analysis. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. This document additionally outlines indications of pump thrombosis as well as how to respond to such events. Additionally, the IFU contains information regarding pump parameters and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Pump power is a direct measurement of motor voltage and current, therefore changes in pump speed, flow, or physiological demand can affect pump power. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient¿s elevated lactate dehydrogenase levels resolved on (B)(6) 2017, without sequelae.